Event description:
On (B) (6) 2009, the lead was repositioned again due to dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was oversensing p-waves on the ventricular channel. X-ray revealed that the lead was pulled back. The lead was repositioned in 2009.